Event description:
Affiliate reported that the first hole was drilled and while drilling the second hole on the same patient, they noticed that the green coating or material on the perforator began to disintegrate and lodged itself in the skin. At this point, drilling was stopped; the material was picked out from the patient. Surgeons took no further action as they expected there to be no impact on the patient. There were no adverse consequences and no delay in surgery.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the investigation a visual observation of the device confirmed sleeve abrasions, outer flute damage, and contamination. The abrasion appears to be consistent with the sleeve coming in contact with a hard surface causing the surface of the sleeve to abrade. Functional testing was performed and the results indicated that 5 out of 10 test locations did not fully disengage. Upon replacement of only the damaged sleeve, all other returned components were reassembled and the drill was tested 10x times. Results indicated that 5 out of 10 test locations did not disengage. Upon teardown excessive contamination was found entrapped between the outer drill and green sleeve. Once cleaned and reassembled with new sleeve and all other returned components, the functional test (10x times) was repeated. There were no issues noted on the drill with engagement and / or disengagement when functionally tested in the control room utilizing the codman 1,000 rpm air driver (p/n: 25-5001 ) with pistol grip handle (p.n: 26-5007). A review of the device history records confirmed that this device conformed to the required specification prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.